Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage supply regulator pcb, generator driver pcb, mainframe backplane pcb, igbt snubber assembly, mainframe power supply 1, cable between mainframe backplane pcb and power signal interface pcb, high voltage tank, x-ray tube, generator battery pack, filament driver pcb, cable between high voltage tank and mainframe backplane pcb, cable between generator driver pcb and mainframe backplane pcb, and generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an 'kv on in error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.